Event description:
It was reported that an alert was triggered due a high impedance spike on the superior vena cava (svc) coil of the right ventricular (rv) lead. It was noted that the patient was in a car accident approximately one week prior. The lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was further reported that alerts triggered due to high pacing impedance and high svc coil impedance on the rv lead. There was oversensing, short non-sustained ventricular tachycardia episodes, noise, and short v-v intervals. It was noted that the lead integrity alert (lia) triggered. The rv lead was capped and replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.